Event description:
The manufacturer received information alleging a trilogy evo o2 "has a display that is damaged and not working while in patient use. There was no harm or injury reported. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo o2 "has a display that is damaged and not working while in patient use. There was no harm or injury reported. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/correction to the b5 statement: the manufacturer received information alleging a trilogy evo o2 "has a display that is damaged and not working while in patient use. There was no harm or injury reported. The trilogy evo o2 was returned to the third-party service center for evaluation. In conclusion, the device's display was replaced to address the issue. The root cause is confirmed at this time. Box h was updated.